Event description:
It was reported that the patient's device was explanted due to premature end of life. Product analysis of the explanted generator was performed on (B)(6) 2013. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Burn marks on the generator case suggest it was exposed to high energy such as an electro-cautery system during the surgical procedure. Results of diagnostic testing indicated the device was operating properly. Following a re-enable of the generator output, electrical test results showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 6.035% of the battery had been consumed.